Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drugs being delivered were fentanyl, clonidine, bupivacaine, and morphine (unknown), all with unknown doses and concentrations. The reason for use was non-malignant pain. It was reported that the caller inquired if it is possible for the pump to "not to be running,¿ but for the patient to be able to use the ptm. Caller clarified that they don't think the pump is infusing following an MRI that the patient had on (B)(6) 2019. Caller confirmed that the MRI was unrelated to a suspected problem with the device/therapy and stated it was for the patient's back. They went to the healthcare professional (hcp) the day after the MRI and stated that the hcp "looked at" the pump, but stated that they are still not sure if they checked that the pump is running because the hcp was so busy. Caller clarified that the patient can successfully deliver a bolus with the ptm, but since the MRI the patient has started to have "severe" withdrawal symptoms. Caller confirmed that the patient is not getting any error codes on the ptm. The patient went to his hcp "last tuesday" ((B)(6) 2019) and he "turned the pump up some" so it would be infusing more medication. Caller stated that since then she has to wake up "every 3 hours" to give the patient a bolus because they are starting to have the "sweats, shakes, tingling feeling in his arm, and burning in his stomach" which makes the caller think that the medication is not infusing in his pump. Caller later stated that the burning is "not as bad" as it was the last time the patient had withdrawal symptoms. Caller stated that the doctor told them that it would take "26 hours for the pump to start delivering the new dose." The patient has "been having trouble since about thursday or friday of last week" regarding the withdrawal symptoms. The patient is taking oral percocet to help with the withdrawal symptoms they called the doctor yesterday morning ((B)(6) 2019) and they have not heard back from them yet. The next refill date on the ptm is (B)(6) 2019. It was reviewed that the pump is a medical device and patient should discuss their concerns with the managing hcp. The caller alleged that it is difficult for the patient to get in to be seen by his current managing hcp, so new hcp listings were sent. The patient went through withdrawal symptoms in the past when they transitioned from morphine to fentanyl and stated that it was a " terrible" withdrawal. The patient was having "burning" in his stomach. At the time of the withdrawal they had morphine, bupivacaine and clonidine in the pump and the hcp changed the morphine to fentanyl and left bupivacaine and clonidine in the pump. The caller did not know dose and concentration information. The doctor started the patient out on a low dose since he didn't know how they would react to the fentanyl and caller stated that the patient had "severe morphine withdrawals." The caller initially stated that the withdrawals started "about a month ago," and later clarified that the withdrawals started in may of 2019. The withdrawal symptoms "eventually subsided.¿ the patient "has been good" as they have progressively increased the medication in the pump. The doctor "called in a prescription of morphine" for the patient to take until they were able to get back into the office because it was a holiday weekend when all of this occurred. The caller clarified that it was memorial day weekend. The caller mentioned that a manufacturer¿s representative (rep) met at the hcp office to assist with programming the pump. Patient services (ps) tried to clarify if the rep was notified of the patient experiencing withdrawal symptoms and the caller stated "it's hard for me to tell you that because I never talked to the rep" and did not confirm that the rep was notified. The caller also stated that the patient has "neuropathy" in his feet and stated that she thinks the doctor decreased the bupivacaine in the pump and his neuropathy "has been worse" since. It was clarified that she thinks this is related to the pump and stated that the neuropathy started getting worse when they "changed the medication in the pump." This was the around the "tuesday before memorial day." The patient has not always gone to the doctor and in the past has gone to "comprehensive pain specialists." The caller further stated that the previous practice was "shut down by the government." When the patient started seeing the new doctor he had to decrease the concentration of the morphine in the pump because they "didn't use" that concentration. Ps tried to clarify the date that this occurred and caller did not know. No interventions were mentioned. The situation is being addressed by the hcp. When the patient got the pump it was a "miracle." Prior to the pump the patient was taking 8 ms contins a day and he was "warped." The pump has "helped tremendously.¿ the caller inquired about what the "ok" means next to the battery on the ptm. Ps reviewed that information. The caller provided feedback that she feels the reps should be "authorized to give medication." Ps reviewed the role of the reps with caller. There were no further complications reported/anticipated.